Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 4 days; however, the medication delivery ran for 7 days before completing. The device was filled with doxorubicin 83.04mg, etoposide 415.2mg, and vincristine 2.77mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported that an unspecified quantity "at least four (4) times" of under-infusions occurred. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.